Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Insulation degradation was noted at 4.5cm from the connector pin. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that the patient presented for lead extraction due to noise. Patient reported presyncope. The lead was successfully explanted and replaced without complications. Patient was stable after the procedure.